Event description:
Event description cpi received information that this implantable pulse generator (ipg) system is exhibiting a sensing problem and loss of capture. An invasive procedure was performed; the ventricular lead (non-cpi) was repositioned, but the loss of capture was still observed. The physician elected to explant the ipg.